Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to the previous aus implanted in 2013 stopped working for unknown reason. The patient experienced recurring incontinence. All the components were removed and replaced with a new aus consisting of a 4 cm cuff, a control pump and a 61-70 cm balloon. The patient had a good outcome with no further complications. No more information is available at the moment. Additional information was requested, however, it was not provided.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to the previous aus implanted in 2013 stopped working for unknown reason. The patient experienced recurring incontinence. All the components were removed and replaced with a new aus consisting of a 4 cm cuff, a control pump and a 61-70 cm balloon. The patient had a good outcome with no further complications. No more information is available at the moment, additional information was requested and will be provided as it becomes available.